Event description:
It was reported that the device spiked to 43.4 degrees during bench test before dropping to 40.2 then going back up slowly and fluctuating from 41.1-41.7. The device was unable to maintain a steady temperature and eventually went back up and overheated. There was no reported patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: updated. H3: one device was received. Device was visually and functionally tested and the customer reported issue was able to be confirmed. The device was found to overheat during temp check due to a bad main board. The main board was replaced to resolve the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.